Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2022 with dizziness with an unknown etiology. The patient had a head computed tomography (CT) scan performed on (B)(6) 2022. A plan to have a cardiac CT was made; there were concerns that the patient's inconsistent international normalized ratio (inr) might indicate a possible outflow graft thrombus. A review of the log files revealed a few low flow events that were not sustained for long enough (at least 10 seconds) to activate the audible alarm. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of outflow graft thrombosis could not be confirmed through this evaluation as no photos or images were submitted and the pump remains in use. Evaluation of the submitted log files confirmed low flow fault flags; however, these were not sustained long enough to trigger audible alarms. The controller event log file captured seven low flow fault flags when the estimated flow dropped below the threshold of 2.5 lpm. These faults did not result in any low flow hazard alarms as they were not sustained longer than 10 seconds. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The lvad event log file captured the estimated flow below the 2.5 lpm threshold 5 times throughout the file. The remaining log files captured the pump operating as expected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 30aug2021. The heartmate 3 lvas IFU (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. This IFU lists adverse events that may be associated with the use of heartmate 3 lvas, including device thrombosis. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Section 6 also contains information regarding the recommended anticoagulation therapy and inr range. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook (rev. D), is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.